Event description:
The customer reported 1 minicap that was cracked in the superior part. Patient injury and medical intervention were not reported for this event. Patient not involved. (This is report 2 of 2).

Manufacturer narrative:
(B)(4). The sample was not available. Without a sample it is not possible to define the root cause that caused the issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.